Event description:
It was reported that the pt had "red swelling" present at the surgery site following a pump implant. The pt was tested for an infection and the result was negative. The pt stated that the swelling "kept getting larger." The hcp had tried to move the pt's pump to the other side of the pt's abdomen but this did not resolve the issue and therefore the pump was explanted in (B) (6) 2008. The pt stated that she still had 6 inches of the catheter implanted. The medication being delivered via the device system was not reported.

Manufacturer narrative:
(B) (4).